Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the patient had a disabling headache consistent with that of a lumbar puncture, on (B)(6) 2018, therefore an epidural blood patch was performed. The clinical diagnosis was headache due to lumbar puncture. It was indicated the event was related to the implant procedure. Medical or non-surgical therapy was performed on (B)(6) 2018 and the issue resolved without sequelae on that day. The patient's weight was (B)(6).